Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic 7.3 arch aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology is extreme angulation of the ascending aorta and around the arch. It was reported that the stent graft was used to treat a type ia endoleak following arch debranching and repair of another manufacturer's stent graft which had a type ia endoleak. The talent stent graft was deployed with one of the 5 apices infolding on it self. The infolded stent apice was successfully snared and pulled into the correct configuration. There is no endoleak at the end of the case. No clinical sequelae were reported and the patient is fine. Medtronic received the images for this case. The images were reviewed by an independent consultant. The stent graft was deployed well into a severely angled and steep aortic arch covering the visceral vessels outside of its intended use. This is a severely angled arch for deployment of the graft with a high risk of bending over of one of the stents.

Manufacturer narrative:
Evaluation results: extreme angulation of the ascending aorta and around the arch. Endoleak. Other, secondary intervention. Other, misaligned deployment.